Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found physical damage to the displays that did not affect the operation or use of the unit and one of the lower chassis fasteners on the front panel was split, affecting the unit's airtightness. The analysis found proper footswitch activation along with the power stage. It was reported that the bipolar function did not work intermittently. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: lower chassis fasteners on the front panel was split and one of the posts on the bisx card holder was loose during the cross coupling test. The most likely cause could not be established from the information available. Another unreported condition was identified: the pure cut power remains activated once the button was no longer pressed. The most likely cause for the additional condition was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtr onic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: e6009 e6009 bip footsw x1 - e6009, lot# 747579 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the unit¿s bipolar foot pedal had a damaged cable, causing the activation to function randomly due to a broken wire inside the cable sleeve. Medtronic's initial evaluation of the incident device found that initiation of the functional protocol, noting that during the cross coupling test, the pure cut power remains activated once the button is no longer pressed.